Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who breast surgery with a 460cc mentor smooth round high profile saline breast experienced capsular contracture baker grade unknown and deflation on an unspecified side post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
On january 29, 2021 the mentor failure analysis lab received two devices with lot number 264723 for evaluation. The investigation of the returned devices were completed by the failure analysis lab on february 17, 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the sm hps dv 460cc breast implant. Additionally, developed capsular contracture. The products were returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned devices. Visual analysis of the returned sample revealed that no damages or anomalies were observed on the both sm hps dv 460cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: deflation status identified by MRI evaluation includes both suspected deflations, which are those identified by MRI but not confirmed by explantation and examination of the device, and confirmed deflation, which are those that are confirmed by evaluation of the explanted devices. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).